Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was "broken". Reportedly, the suspected cause was due to experiencing the insulin gauge remaining static while being used for basal therapy. Additionally, the customer experienced unknown elevated blood glucose (bg) level. At the time of the event, bg level ranged from 300's to 400's (mg/dl). Although requested by tandem technical support, no additional information was provided by the customer.